Event description:
As reported in the cordis long brite tip guiding catheters survey, respondent #13 indicated experiencing vessel spasm during their most recent procedure involving a long brite tip guiding catheter. The respondent noted that the spasm was temporary and was effectively managed with a papaverine infusion. No additional information was provided, as the report was collected through a survey and no product was returned for evaluation.

Manufacturer narrative:
As reported in the cordis long brite tip guiding catheters survey, respondent #13 indicated experiencing vessel spasm during their most recent procedure involving a long brite tip guiding catheter. The respondent noted that the spasm was temporary and was effectively managed with a papaverine infusion. No additional information was provided, as the report was collected through a survey. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vasospasm¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Vessel spasm is a known procedural complication and is listed as such in the instructions for use (IFU). Catheter-induced vasospasm is produced by mechanical stimulation of a vessel by contact with a catheter. Poking and prodding of these muscular arteries might occur during engagement of any catheter into a coronary artery or into any muscular artery. Catheter-induced vasospasm is fortunately uncommon and unpredictable and easily treated with nitroglycerin or can be prevented with premedicating. According to the IFU, which is not intended as a mitigation of risk, manipulation, and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. The guiding catheter may occlude smaller vessels. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time